Event description:
Customer alleged receiving a result in the 900's mg/dl when performing blood glucose test on the aviva system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". The customer reported withholding insulin due to being unsure of the result, but stated felt fine. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.